Event description:
It was reported that a minicap transfer set broke. The white portion of the twist clamp had separated from the light blue main housing. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Therapy dates: it was reported that the event occurred in (B)(6) of 2014. Should additional relevant information become available, a supplemental report will be submitted.